Event description:
It was reported to philips that footswitch was not working which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer contacted philips and reported that during the procedure, the acquisition pedal was not working on the foot pedal. However, during the remote service, a philips remote service engineer (rse) was unable to connect with the customer, and no calls for the same issue were reported following this incident. Hence, no additional information could be obtained from the customer and philips did not work on the system. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.